Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with a&p colporrhaphy due to genuine sui, urethral hypermobility, secondary cystocele, second degree rectocele. No additional information was provided.

Event description:
It was reported that the pt underwent a gynecological procedure and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent perineoplasty. It was reported that patient underwent a hysterectomy, adhesiolysis and partial mesh excision on (B)(6) 2012 due to pelvic pain, dysmenorrhea and pop.